Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the systems monitor would turn black when the x-ray button was pressed. The fse stated that the video would intermittently drop out and flicker causing a loss of video on monitor. There was no pt injury or death reported.